Event description:
A physician reported that following the cataract surgery with intraocular lens (iol) implant procedure, the patient had complaints of fluctuating visual acuity (va) particularly on cloudy days and defocus of distance. Lasik enhancement was undertaken. Fluctuating va and distance defocus were still remained. Time for neuroadaptation passed. The patient has requested explantation of iol. Additional information has been requested. There are two medical device reports associated with this event. This report is associated with the left eye.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received. And stated, that the explant has been delayed.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause. The file will be reopened if the sample is returned for investigation or additional information is provided. The manufacturer internal reference number is: (B)(4).